Manufacturer narrative:
A correlation between the device and the reported thrombus and history of a stroke and gastrointestinal bleeding could not be conclusively determined. Device thrombosis, stroke, bleeding, and hemolysis are listed in the instructions for use as potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year and 6 months. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On 04/21/2016, it was reported that the patient has thrombus in the inflow conduit which was confirmed via echocardiogram, repeat echocardiogram and a transesophageal echocardiogram. The patient¿s lactate dehydrogenase (ldh) maximum value was 4900 u/l. The healthcare professionals felt that the patient was not a candidate for a pump exchange due to a previous pump exchange in (B)(6) 2014 and history of a stroke that was previously unreported to the manufacturer. Additionally, the patient also declined to have another pump exchange performed. The patient¿s inr goal was 2-2.5 and had reportedly remained therapeutic. The aspirin anticoagulation regimen had been discontinued in the past due to gastrointestinal (gi) bleeding previously unreported to the manufacturer. After the inr goal was adjusted to 2.5-3 and aspirin was restarted, the ldh and hemoglobin levels were trending down. No further clinical symptoms were noted and the urine was normal. There were no fluctuations in pump power noted. On (B)(6) 2016, the patient¿s inr was 2.7. The patient¿s ldh value has reportedly continued to improve. The anticoagulation has been escalated and levels will be closely monitored. Serial echocardiograms will continue to be performed to assess the lvad. The patient will also be seen at the clinic every 2 weeks and will be assessed 3 times weekly by the cardiac rehab facility at the implanting center. The patient remains on-going on lvad support without any clinical symptoms from a pump thrombosis standpoint.